Manufacturer narrative:
Follow up 001 (B)(4). This complaint was re-opened and updated as reportable due to severity and lack of evidence to consider root cause as off-label use. The technical service manager opened a bug ticket in the escalation teams application. (Tpi-1281). 09 july 2021 - no updates recorded. Awaiting feedback.

Event description:
Customer reported that two patient were screened a few months ago with natus algo 5 and resulted in right ear pass and left ear refer. The patients were subsequently taken for further diagnostic testing and concluded with results of bilateral profound deafness. Customer wanted to know why the algo would initially give unilateral refer and further evaluation turned out to be a significant bilateral loss.

Event description:
Customer reported that two patient were screened a few months ago with natus algo 5 and resulted in right ear pass and left ear refer. The patients were subsequently taken for further diagnostic testing and concluded with results of bilateral profound deafness. Customer wanted to know why the algo would initially give unilateral refer and further evaluation turned out to be a significant bilateral loss.

Manufacturer narrative:
Follow up 003 (ref natus complaint # (B)(4)). Patient/user/environment effect: customer states two patients had a unilateral refer that turned out to be a significant bilateral loss after additional diagnostic evaluation. Customer stopped using the alleged defective ata cables and replaced with another unit. Customer confirmed no delay in diagnosis. Product examination and functional testing: confirmation received august 12, 2020 that product was evaluated by hardware engineering, confirming that two of the three cables had typical broken wire failed, covered by capa001875. Engineering unable to confirm that this failure would cause a false pass. Additional information shows: "natus technical service requested customer a detailed information (including diagnostic test information, medical history of patient and family, medical test results). After analyzing the information from the customer and natus product experts determined reported issue to be an off-label use by the end user that caused or contributed to this event.". Confirmation from technical service manager on nov. 16, 2021 confirms this complaint is very rare. In any past cases, the error was typically caused by off label use from the end user. There was never a formal report generated for this case, customer has not follow up to confirm this is an ongoing issue or to request any additional assistance. CAPA trending review: capa001875 created to address increase in ata5 v.2 complaints, closed dec. 2020. Complaint trending review: per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: at the time of the initial report, doc-000105 was used to review the risk. Section a5 was referenced, severity - 6, risk level - low. Device history record review: (B)(6) - unit passed DHR inspection per pdf 011120 sn (B)(6) -(B)(6) po (B)(4). (B)(6) - unit passed DHR inspection per pdf 011120 sn (B)(6) po (B)(4). (B)(6) - unit passed DHR inspection per pdf 011120 sn (B)(6) po (B)(4). Service record review: service repair investigations will be conducted during the repair process and trend data will be reviewed per (B)(4). UDI number: (B)(4). Manufacturing date: (B)(6) - march 2019; (B)(6) - july 2019; (B)(6) - february 2019. Investigation result code (n/a to all qms):seattle/use error caused or contributed to event. Additional information: pj 06/10/2020: this complaint meets the requirements for reporting based on the information provided. Pj 06/18/2020: after follow-up update on 6/17/2020, reported issue was to be non-reportable. As reported issue considered to be an off-label use by the end user. Sr closed by considering root cause was off-label use. Pj 01/11/2021, this complaint was re-opened and updated to reflect that the change in reporting decision was not supported and therefore must be reversed.

Manufacturer narrative:
Follow up 001 (ref natus complaint #(B)(4)). 11 jan 2021- this complaint was re-opened and updated as reportable due to severity and lack of evidence to consider root cause as off-label use. 15 jan 2021- the technical service manager opened a bug ticket in the escalation teams application. (Tpi-1281). 14 may 2021- no updates recorded. Awaiting feedback.

Event description:
Customer reported that two patient were screened a few months ago with natus algo 5 and resulted in right ear pass and left ear refer. The patients were subsequently taken for further diagnostic testing and concluded with results of bilateral profound deafness. Customer wanted to know why the algo would initially give unilateral refer and further evaluation turned out to be a significant bilateral loss.

Event description:
Customer reported that two patient were screened a few months ago with natus algo 5 and resulted in right ear pass and left ear refer. The patients were subsequently taken for further diagnostic testing and concluded with results of bilateral profound deafness. Customer wanted to know why the algo would initially give unilateral refer and further evaluation turned out to be a significant bilateral loss.

Manufacturer narrative:
21 jan 2021 (ref natus complaint # (B)(4)). Event summary (product and patient/user/environment effect): customer reported that two patients were screened unilateral and patients were subsequently taken for further diagnostic testing and concluded with results of bilateral profound deafness. Patient data files from the algo was required as part of the expanded review. Clinical advisor emailed the technical service reprentative with observations that the screeners placing the nape sensor between the shoulder blades on the back. Customer also mentions that in one instance they placed the common sensor on the chest. Technical specialist mentioned that placing common sensor on the patient's chest will trigger excessive myogenic interference and may contribute to false negative results. Technical specialist considered issue as an off label use. On (B)(6) 2020 this issue was considered to be non-reportable and closed complaint as an off label use. On (B)(6) 2021, this complaint was re-opened and updated as reportable due to severity and lack of evidence to consider root cause as off-label use. Now suspect ata cables and patient data were provided for engineering evaluation. The product has not yet been requested for additional examination and functional testing as the technical service reprentative could not get a hold of the customer after several attempts. CAPA and complaint trending review: no related capas or complaint trends identified at this time. Risk management file review: per (B)(4), "system hazard analysis, a5", under function: incorrect or inappropriate output or functionality. ID (6.0, 6.1, 6.2) and function: loss or deterioration of function ID (6.4, 6.5, 6.6, 6.8, 6.9, 6.11, 6.12, 6.13, 6.14), severity (6): moderate, poh (1): improbable, risk level (12): low the complaint does not indicate a potential new failure mode, a new harm, or change in severity and/or probability of occurrence, and therefore a product risk review is not required. Device history record / service record review: DHR review for serial number: (B)(4) were performed. No reported issues or non-conformities were found. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found.